Event description:
During a laparoscopic sigmoid colon resection procedure, malformed staples on the laterial end of staple line. The procedure was completed by hand-suturing. There was no patient consequence.